Manufacturer narrative:
Additional information received reported the patient was a female with date of birth (B)(6). Also, the implant date was (B)(6) 2017. The replacement lens was a z9002 12.5 diopter intraocular lens (iol). The surgeon's name was dr. (B)(6). There was no incision enlargement, vitrectomy, or sutures used. Reportedly, there was no patient injury, the patient no longer complains of halos post-operatively, and is very happy with their vision. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2017. Initial reporter name: dr. (B)(6). Telephone number: (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 12.5 diopter intraocular lens (iol) was explanted from the patient's left eye (os) because of intolerable dysphotopsia. No additional information was provided.